Manufacturer narrative:
An update to this complaint has been received, which indicates that the acetabular cup was not actually loose; therefore, the reports submitted in connection with this product were submitted in error and are being withdrawn, as the product was reported in error. Depuy now considers the investigation for this product closed.

Event description:
On 29 september 2016 - update - coding for cup has been updated from implant loosening to now be no product failure indicated. This has been updated as (B)(6) have confirmed the cup remained in situ at the first revision.

Manufacturer narrative:
(B)(4). This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening.